Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. Cable reseated.

Event description:
The customer reported during transport of the patient the ventilator alarmed and shutdown due to a vent inop data acquisition pcba adc reference failure. The customer reported the device was in use and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The facility biomedical engineer reported the data acquisition pcb to motor controller pcb cable was reseated and followup testing performed and the reported problem was not duplicated. The biomedical engineer reported the device is back in service.